Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, positioning difficulty was encountered with the lead. Consequently this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.